Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer stated that time clock did not advance and there was no response from any button. Customer was not able to clear the pump errors and power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up to a frozen medtronic logo screen with the red notification light flashing and the vibrator vibrating. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device . After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the problem seems to be isolated to electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the frozen display.